Event description:
While checking a pt in semi-private room, rt, noticed flashing vent inop alarm on other pt's ventilator, vent had no audible alarm. Graphics had all gone flat line but there were "exh." Tidal volumes and spontaneous rates on the readout, pt bagged while ventilator replaced.